Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous left anterior descending artery that is 90% stenosed. Pre-dilatation was performed with a non-abbott balloon and a 3.25x23mm xience skypoint was attempted to cross however, failed to cross as it met resistance with a previous implanted stent with restenosis in the proximal end of the stent. During removal resistance was met with the previous implanted stent and the xience skypoint stent was noted to be flared. Another non-abbott stent was used to successfully complete the procedure. Post-dilatation was performed with a non-abbott balloon. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.